Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned product showed the core was severed and the coil was stretched. The core wire was severed at about 2mm from the distal tip. The coil was greatly stretched starting at 38mm from the distal tip towards the distal end. In addition, it was confirmed that the 2mm core fragment was enclosed by the stretched distal coil tip, and no part of the core coil was missing.

Event description:
Reportable based on device analysis completed on 21-aug-2019. It was reported that guide wire damage occurred. A 190cm samurai guide wire was selected for use; however, it was noted that the guide wire was damaged during introduction. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed wire core detachment.